Manufacturer narrative:
Patient identifier: requested, not available. Date of birth: requested, not available. Weight: requested, not available. Ethnicity: requested, not available. Race: requested, not available. Explanted date: date unknown . The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device involved did not deploy into the vessel. The patient received a large hematoma and was taken via ambulance from the office-based lab (obl) to memorial hermann - texas medical center. The patient was stable following the open procedure done at the hospital emergently. The collagen was removed, and the blood flow was restored. The event occurred intra-operative. The patient was in stable condition. Balloon was placed after to keep the patient from bleeding. Additional information was received on 09 nov 2022: the procedure performed prior to the use of the closure device was a uterine fibroid embolization (ufe) using a 6 french sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There was blood return; however, when the device was reinserted, the arteriotomy locating dilator/sheath did not get a big blood return. It was thought that the device was in the vessel, therefore the device was deployed. After deploying the device and removing it, the patient's groin got enlarged very quickly and it was still bleeding badly. Intervention was done by inserting a balloon for tamponade. Additional information was received on 10 nov 2022: the blood loss was less than 250cc's.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was able to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause of the event was determined to have been over tamping resulting in collagen deposition. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).